Event description:
During a longo hemorrhoidectomy procedure, the device only cut and sutured 2/3 of the anal circumference. The remaining 1/3 was not cut nor sutured. When removing the device, the surgeon noticed that part of the anal mucosa had tears, and the staples had not been applied completely. The procedure was completed by hand suturing.